Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) contacted the customer and identified that the system does not turn on. No further information regarding the issue has been provided and the reported issue was not confirmed. No service has been performed by philips since there is no response from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not turning on. There was no reported patient or user harm.